Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08344. The pt has two model 3186 leads from the same lot. It was reported the pt's scs system was not providing effective relief for her targeted pain pattern. On approx (B)(6) 2014, the pt's nurse practitioner advised her to take a "stimulation holiday" for a month in order to evaluate the level of pain relief the system was providing. Additionally, it was reported the pt has been unable to charge her scs ipg for approx six months after the month period of no-use as she had not continued to charge the scs system during that time period. As a result, the pt's scs ipg will no longer communicate with external devices. Surgical intervention may take place at a later date to address the issue.